Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Puritan bennett was not authorized to repair the unit. The customer reported the alleged malfunction could not duplicated. The customer reported to have conducted final testing. It is not verified that the vent was inoperable, and that a malfunction occurred.